Event description:
A customer reported the c10-3v transducer had damage to the lens surface exposing metal underneath. The transducer was associated with an epiq elite ultrasound system. The issue was discovered outside of clinical use and no patient or user was harmed as a result of the issue. Information was provided regarding replacement of the transducer. Philips has started an investigation, and upon completion, a follow up report will be submitted.

Manufacturer narrative:
The complaint was escalated for a product analysis; however, the customer declined service and support. As such, the transducer could not be obtained for failure analysis.